Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 34 days following the implant of this transcatheter bioprosthetic valve, an echocardiogram showed a mild paravalvular leak (pvl). No treatment was prescribed, and no adverse patient effects were reported. Additional information reported that following the implant of the valve, an intra-op echocardiogram was performed and identified trace pvl. No adverse patient effects were reported. Additional information reported that the 5-year follow-up transthoracic echocardiogram (tte) showed mild pvl. The 7-year follow-up tte showed moderate pvl. No adverse patient effects were reported.

Event description:
Additional information received indicated the patient was euvolemic and reported ¿intense¿ fatigue, but the etiology was unclear. As reported, this could be due to age and comorbidities, however, the cardiac component could not be ruled out. Although a transesophageal echocardiogram (tee) was recommended the patient declined imaging due to quality of life.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that during the implant procedure increased calcium levels were identified. No symptoms occurred as result and treatment was not required for the increased calcium. The physician indicated these levels were unrelated to the medtronic products and unlikely related to the implant procedure. The cause was not reported. The calcium levels resolved with no sequelae the day following the valve implant.